Event description:
The consumer was in the kitchen when his motors allegedly locked up, throwing the consumer forward into his stove. A pot on the stove allegedly spilled hot liquid on him causing third degree burns on his legs.

Manufacturer narrative:
Manufacturer contacted consumer and dealer. Chair was reportedly in need of replacement motors and other miscellaneous items needed service. Consumer has sought service from the dealer and dealer is working with consumer prior to incident. Chair is no longer in warranty and has been in use for nearly 4 years. Chair's maintenance history is unknown. No confirmation of alleged injuries. Dealer is currently working with consumer servicing the chair and replacing the needed components.